Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A supplemental report will be submitted should the device be returned for analysis or additional investigation details become available.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. The physician performed an ultrasound and found the pressure regulating balloon (prb) was empty. A surgical procedure was performed during which the prb component was explanted and replaced. Upon explant, the physician checked the prb by filling with a syringe and the prb had a pinhole that was leaking. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence was found to be listed in the IFU. Based on the information available, the conclusion code of cause not established and known inherent risk were assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. The physician performed an ultrasound and found the pressure regulating balloon (prb) was empty. A surgical procedure was performed during which the prb component was explanted and replaced. Upon explant, the physician checked the prb by filling with a syringe and the prb had a pinhole that was leaking. There were no further patient complications reported.